Manufacturer narrative:
An 0xcd hazard alarm was observed in the data, indicating low voltage detected interrupt was detected. Corrosion was observed on the pcb, the chassis, and the batteries. An internal tear was observed on the soft cannula near the nail head, causing an internal leak. The tear can be confirmed as the cause of the corrosion and of the reported hazard alarm. Cracks were observed on the top and bottom housing. The housing cracks may have contributed to the internal corrosion, but since the timing and cause of the cracks could not be determined, this cannot be confirmed. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone16.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 293 mg/dl while wearing the pod between 4 and 24 hours. The pod generated a hazard alarm during operation. As treatment, a new pod was applied. The device investigation observed an exposed cannula damage and fluid leakage during testing.